Event description:
It was reported that (1) device was used during a cholecystectomy. It was reported by the affiliate that the er320 instrument did not attach the clips, as they were falling off into the abdominal cavity. Another instrument was used to complete the case. There was no further consequence to the pt.